Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, but not yet received.

Event description:
It was reported that during a primary total knee arthroplasty, the articular surface would not seat properly in the natural knee tibial tray and was sitting in the tray anteriorly. The articular surface was remove and replaced with another implant of the same size and thickness without issues. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Concomitant medical products: nonporous stemmed tibial baseplate size 1 left, catalog #: 630700210, lot #: 63807703.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.